Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Detailed product information was not provided to bsc, the report was opened to capture an article of interest that mentioned a bsc product. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via the article real world analysis of hospitalization and department visits following surgical treatment for being prostatic hyperplasia (bph) reveal distinctions between minimally invasive and traditional surgery that, between january 2016 to november 2022, 633854 patients underwent urethral lift (pul), turp, aquablation, greenlight pvp, rezum wvtt and urolift. The results showed that after water vapor therapy procedure with rezum, 0.8% of unexpected hospitalizations within 3 postoperative days occurred due to hematuria, urinary retention, urinary retention, prostatitis, and urinary tract stones. This report captures the greenlight.

Manufacturer narrative:
Correction block h6 has been correct with code e2328: occlusion. Blockb3: the exact date of the event is unknown. The provided event date, 02/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/25/2025. Block g2: unknown. (N.d.). Real-world analysis of hospitalizations and emergency department visits following surgical treatments for benign prostatic hyperplasia (bph) reveal distinctions between minimally invasive and traditional surgery. Unknown journal, volume unknown, page unknown.

Event description:
It was reported to boston scientific via the article real world analysis of hospitalization and department visits following surgical treatment for benign prostatic hyperplasia (bph) reveal distinctions between minimally invasive and traditional surgery that, between (B)(6) 2016 to (B)(6) 2022, 633854 patients underwent urethral lift (pul), turp, aquablation, greenlight pvp, rezum wvtt and urolift. The results showed that after water vapor therapy procedure with rezum, 0.8% of unexpected hospitalizations within 3 postoperative days occurred due to hematuria, urinary retention, urinary retention, prostatitis, and urinary tract stones. This report captures the greenlight.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 02/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/25/2025. Block g2: unknown. (N.d.). Real-world analysis of hospitalizations and emergency department visits following surgical treatments for benign prostatic hyperplasia (bph) reveal distinctions between minimally invasive and traditional surgery. Unknown journal, volume unknown, page unknown

Event description:
It was reported to boston scientific via the article real world analysis of hospitalization and department visits following surgical treatment for bening prostatic hyperplasia (bph) reveal distinctions between minimally invasive and traditional surgery that, between (B)(6) 2016 to (B)(6) 2022, 633854 patients underwent urethral lift (pul), turp, aquablation, greenlight pvp, rezum wvtt and urolift. The results showed that after water vapor therapy procedure with rezum, 0.8% of unexpected hospitalizations within 3 postoperative days occurred due to hematuria, urinary retention, urinary retention, prostatitis, and urinary tract stones. This report captures the greenlight fiber.